Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: a nurse told us that after placing the needle on the insulin pen, she could not inject, the insulin did not come out and the needle seemed blocked. After changing the needle, the problem was solved but it happened to her with several needles from the same box and not always the same pen.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: a nurse told us that after placing the needle on the insulin pen, she could not inject, the insulin did not come out and the needle seemed blocked. After changing the needle, the problem was solved but it happened to her with several needles from the same box and not always the same pen.